Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. H6 - results - 3252 is based upon evaluation of user facility information and the returned sample; 213 is based upon dimensional testing of the returned sample. H6 - conclusion - 4310 is based upon evaluation of user facility information and the returned sample; 67 is based upon imensional testing of the returned sample. One 8fr angio-seal vip device was received for product evaluation. The carrier tube assembly, sheath, and locator were returned for evaluation. Visual inspection revealed that the anchor of the carrier tube assembly was fully exposed, and the bypass tube was dislodged and located in the proximal part of the carrier tube. The collagen had expanded as it was likely to exposed to moisture. The deployment sleeve was found to be in the forward lock position. No other visual anomalies were noted. Functional testing was not performed; the bypass tube could not be reinserted over the carrier tube assembly because collagen had expanded as it was likely exposed to moisture. Dimensional testing was performed and the inner diameter of the bypass tube at the distal end was measured and found to be 0.109" which was within the specification of 0.109" +0.002/-0.003. All measurements were within the manufacturer specifications. IFU states: ''under strict sterile conditions and using a sterile field, remove the angio-seal device contents from the foil package, taking care to pull foil apart completely before removing the angio-seal device.'' Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the collagen had expanded due to being exposed to moisture. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for the second device reported, for the first device reported that was used on the same patient see MDR 3013394970-2019-01065.

Event description:
The user facility reported that the in the beginning of the case, when the nurse opened the angio-seal device foil pouch, she saw that the bypass tube was not at the tip of the device; the bypass tube was on the back of the carrier tube. She opened a new angio-seal foil pouch and she did not see the bypass tube on the carrier tube again. The physician finished the case without using any vascular closure device.